Event description:
Report received of an under-delivery in preventative maintenance testing. The pump was undergoing routine preventative maintenance testing when the pump alarmed with an error alarm on channel b. The back plate assembly on channel b was loose, and when it was "slipped back into place" the error was cleared. According to the customer contact, after the error was cleared, delivery accuracy was performed and the pump was reported to under-deliver. The customer contact reported that there were no pt events while the pump was in clinical service.